Event description:
Event description guidant received information that this ventricular lead had impedance measurements of greater than 2500 ohms in unipolar and bipolar configuration one day post implant.